Manufacturer narrative:
The actual device was discarded by the user facility. A retention sample from the involved product code/lot number combination was evaluated. Visual inspection found no obvious anomalies. The sample was filled with saline solution and pressurized at 2.0kgf/cm2. No leak was confirmed. The sample was built into a circuit with tubes and was circulated with bovine blood at 37°c and hb12g/dl at the back pressure of 200mmhg and each blood flow rate of 0.5l/min., 1.0l/min., and 1.5l/min. During circulation at each flow rate, an air of 10ml was sent into the circulation in 30 seconds. No air came through the filter out of the oxygenator module. For your reference, air may come out through the filter if air in the excessive amount was temporarily flowed into the device. A review of the device history record and product release decision control sheet of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found 3 other complaints of this nature have been reported from the same user facility. See MDR numbers 9681834-2017-00139, 9681834-2017-00140 and 9681834-2017-00141. There is no evidence that this event was related to a device defect or malfunction. The investigation result verified the retention sample was the normal product, having the normal air removal performance. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely air may have entered the oxygenator module or during priming air may have remained in the oxygenator module resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following. - when capiox fx05 oxygenator module is used separately from the hard-shell reservoir, set the module so that the upper end of the fibers is lower than the blood level in the venous reservoir. This prevents gaseous emboli from entering the blood phase from the gas phase. - when using the centrifugal pump on the arterial line, clamp the arterial line distal to the oxygenator (the patient's side) before stopping the pump. Improper clamping may cause back-flow of blood or migration of gaseous emboli into the blood side. - do not obstruct gas outlet port. Avoid buildup of excess pressure in the gas phase to prevent gaseous emboli entering the blood phase. - pressure in the blood phase should always be higher than that in the gas phase to prevent gaseous emboli entering the blood phase. - the gas flow rate should not exceed 5 l/min. Excessive gas flow rate will bring about pressure increase in the gas phase, allowing gaseous emboli to enter the blood phase. - during recirculation, do not use pulsatile flow and do not stop the blood pump suddenly as these actions may cause gaseous emboli to enter the blood phase from the gas phase due to inertia force. - to prevent gaseous emboli from entering the blood phase, make sure that the arterial pump flow rate always exceeds the flow rate of the cardioplegia line. The blood flow rate of the cardioplegia line should not exceed 0.5 l/min. - make sure the circuit and the purge line are not clamped, then start pump at a low speed. After checking for leakage or any other problem, gradually increase flow above 0.5l/min, but do not exceed 1.5l/min. Vigorously recirculate the priming fluid through the entire circuit until all air bubbles are eliminated. After all air bubbles are eliminated, circulate at full flow for 10 min. To check oxygenator and tubing for leakage or any other problem. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the air bubble detector going off in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: the procedure conducted was a cardiopulmonary bypass; the air bubble detector was going off and they had to air was purged from the arterial line; a roller head was used and prime was pumped through the oxygenator; the product was not changed out, the case was continued by purging air from the arterial line; there was a delay in the procedure, delayed time was not reported; the procedure was completed; and there was no reported problem with the patient.